Manufacturer narrative:
The actual device has not been returned for eval. A CAPA has being initiated to address this event. Per our standard operating procedures, all events are tracked and trended to determine whether or not any trends develop. A supplemental report will be submitted if further info becomes available. (B)(4). Eval of the returned device determined. (B)(4).

Event description:
The following was reported by the customer; extra corporeal circulation was initiated and within several minutes blood was leaking from the bottom of the oxygenator. Oxygenator was changed pit with a new single sterile oxygenator and the leaking oxygenator was discarded.